Event description:
High impedance was observed for the patient on an interrogation, but the impedance was within normal limits for the system diagnostics. No other relevant information has been received to date.